Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), the right ventricular lead integrity alert was triggered, and the unexpected delivery of a ventricular tachyarrhythmia therapy.

Event description:
It was reported that the patient presented to the clinic due to a lead integrity alert (lia). The physician reprogrammed the sensitivity and the patient was sent home. The following day the patient received three inappropriate shocks from the right ventricular (rv) lead. The lead exhibited oversensing and noise. Lead fracture was suspected. The lead detections were turned off and the patient was scheduled for a lead replacement. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.